Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, tube drive bent, barrel clamp cracked handle, handles cracked, top disk holder broken, left iui contaminated, right iui damaged ribs a review of the device history record for sn (B)(6) was performed from the date of manufacture 08/15/2016 to the present date 10/06/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the rear case.

Event description:
It was reported that the device did not pass plunger position accuracy.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device did not pass plunger position accuracy.

Event description:
Failed preventive maintenance- 07/31/2020 05:37:56 rfc_repairs (rfc_repairs) po for (B)(4). Not passing plunger position accuracy.

Manufacturer narrative:
After further review, this complaint is no longer reportable.